Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the plate in the patient's femur failed. Time of failure is unknown. It is unknown when and at which medical facility the patient had been revised.